Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Band slippage and hiatal hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Device labeling addresses the reported event of hernia as follows: warnings: caution: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case by case basis depending on the severity of the hernia.

Event description:
Surgeon reported that the pt had a prolapse of the band and performed a hiatal hernia repair when the 10.0cm lap-band system was removed and replaced with an aps lap-band system. The explanted device will be returned.